Event description:
It was reported that during implant, after the pocket was closed, low out of range hv lead impedance was observed. The ICD and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of low hv lead impedance was confirmed via review of session records. The device was tested on the bench and using automated test equipment and met all test specifications. The device was normal during testing. The cause of the reported field event was not conclusively determined. Device evaluation anticipated, but not yet begun.